Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an s7-3t transducer would not articulate fully on an epiq cvx ultrasound system during use. The suspect transducer has been replaced to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
Evaluation of the transducer could not confirm the articulation issue as described by the customer. However, investigation of the device revealed markings on the cable, chemical damage to the sheath, dent and scratches on the mid-handle and scratches on the tee tip sensor, cap and window. The transducer articulation mechanism was fully functional and met all articulation angle specifications. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.